Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was unknown. A 7.0 x40, 75cm gladiator balloon catheter was selected and inflated. During the first inflation the balloon ruptured at approximately 8 to 10 atmospheres with inflation of 10-15 seconds. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was fine.